Manufacturer narrative:
Date of event: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15220. It was reported the patient experienced ineffective therapy. Diagnostics indicated the patient's leads had multiple contacts with high impedance. As a result, the patient underwent surgical intervention wherein the high impedance issue was resolved after replacing the patient's extensions. Effective therapy was established post-operatively.